Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements which reached slightly above 2000 ohms. After reprogramming to unipolar pacing, the impedance measurements went down temporarily but shortly after crept back up to 1800 ohms. The patient planned to be seen in clinic for an ablation procedure and would be 100% rv paced. It was also noted that the rv threshold increased to 3.1v. Technical services (ts) recommended that the health care professional (hcp) explore potential lead revision. At this time there is no plan of resolution for this patient. This lead remains in service. No adverse patient effects were reported.